Event description:
Allegedly the head of the screw broke while tightening into plate.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.visually examined. Photographic images made. Complaint reviewed and analysis showed no trend. Functional test performed.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. This report will be updated when the investigation is complete.